Event description:
It was reported that the lead had high impedance greater than 4000 ohms on electrode 0. The patient fell twice and the result was efficacy issues as well as uncomfortable stimulation. The action required as a result of the event was replacement. The battery was end of service (eos) and the lead had issues due to a fall so they replaced the entire system. The lead would not be returned as the customer discarded of it. Diagnostic testing or troubleshooting of impedance testing and reprogramming was done. The product issue was not resolved and the cause of the issue was not determined. There were no patient symptoms or complications associated with the event and the patient status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v106510, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the impedance issue was determined and it was not device related. The patient fell and had a lead fracture and dead battery. A lead fracture was noted, but the location of the fracture was not noted on the operating room (or) note. The troubleshooting, intervention, or other action taken to resolve the event was surgery where they replaced the battery and lead on (B)(6) 2015. The patient recovered without permanent impairment.